Event description:
Defibrillation threshold testing (dft); defibrillation testing was performed using shock on t induction of ventricular fibrillation. The patient failed a 24 joules shock using a st. Jude device with a vector going from rv coil to azygos/can. Two other failed atempts were done with a medtronic device using vector rv coil to azygos at 25 and 30 joules. It was then decided to implant a subcutaneous coil.it was neccessary to switch to a different (third) manufacturer's device to successfully defibrillate. No harm came to the patient.what was the original intended procedure?explant - device.